Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "the gel appears to have contamination or fluid within the gel and some small amount of gel can be seen outside the implant shell, particularly the upper pole" diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿rupture: not observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.